Manufacturer narrative:
(B)(4). Pentax medical confirmed with the customer that the event was not reported to boston scientific because the customer thought the event was a result of human error and notified pentax on the event to question whether pentax had received similar reports. As a result, the device was not returned to pentax for evaluation after the event occurred. This MDR was initiated as part of a retrospective assessment of complaints/events in the us. As part of this assessment, pentax medical evaluated all us events/complaints received for currently marketed bronchoscopes, colonoscopes, and gastroscopes. The results of this retrospective assessment prompted pentax medical to file this report. (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating a doctor used boston scientific clips during a procedure involving pentax model ec-3890li/serial (B)(4). The video colonoscope was reprocessed and used on a second patient. During reprocessing after the second procedure, as a cleaning brush was being used, a clip used during the first procedure expelled from the video colonoscope. No adverse events were reported to have occurred. Additional information was received from the facility stating the doctor was clipping a polypectomy site that had bled and deployed 6 clips during the first procedure. The cleaning brush used to manually clean the device involved in the event was a kimberly-clark, cb-x11 dual-ended cleaning brush, which is not validated for use with pentax branded endoscopes. In addition, a custom ultrasonics brand automated endoscope reprocessor was in use at the facility. Pentax medical confirmed with the customer that the event was not reported to boston scientific because the customer thought the event was a result of human error and notified pentax on the event to question whether pentax had received similar reports. As a result, the device was not returned to pentax for evaluation after the event occurred. A device history review was performed on 03/31/2016 confirming the video colonoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No further information has been received for this event, therefore, pentax medical considers this medwatch report closed.